Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed self-test, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device was programmed current time and date and monitored for seven days and no anomaly was noted. The device had cracked reservoir tube lip, minor scratches on the lcd window, and reservoir tube window.

Event description:
It was reported that the customer experienced a high blood glucose reading of 425 mg/dl. The customer stated that she had changed the insertion site and still had high blood glucose levels. She consulted with her doctor to change settings and noted that her blood glucose levels had been high in the 300 mg/dl range. She noted that the sensor glucose reading was plummeting all of a sudden. The most recent blood glucose reading was 106 mg/dl. No symptoms of high blood glucose levels were observed. Upon troubleshooting, it was found that the insulin pump had experienced a time/clock anomaly, for which the device would be replaced. The time was about 1.5 hours off and was set to military time unexpectedly. She stated that the gain was greater than 3 minutes within 10 days and greater than 9 minutes within 30 days. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.